Manufacturer narrative:
The device was evaluated onsite by a zoll certified representative. The device and the multi-function cable passed all testing. The report could not be confirmed. The multi-function cable gasket was replaced as a precaution. The device was recertified. The device logs were not available for review.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) with vital signs absent, the device was unable to detect the attached electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.